Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted physio control to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The user interface board was replaced to resolve the reported issue. The removed ui board was scrapped by the third party service provider and therefore was not returned for the further investigation. It was determined the cause of the issue was the user interface board a further root cause is unable to be determined. The device passed functional and performance testing and was returned to the customer.

Event description:
The third party service agent contacted physio control to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.